Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a medical complication occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date in 1990. Subsequently, the patient was revised on (B)(6), 2014 due to a periprosthetic fracture. It is unknown what caused the periprosthetic fracture. The liner and head ball were removed and replaced. The fracture was fixed with competitor cerglage cable and screws.